Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have been at healthcare professional's office and needed assistance uploading to carelink. Alarm history showed a signal too low alarm and an unexpected restart alarm. Customer's blood glucose was 390 mg/dl. During troubleshooting, insulin pump passed self test. Customer was advised to monitor insulin pump. No further information provided.